Manufacturer narrative:
Concomitant products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 26-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via an email regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain. The patient emailed with a health-related question. The patient asked via the email, length of pain following pump removal from abdomen and placed in back. Additional information was received from the healthcare provider (hcp). It was reported the patient had been experiencing lower back pain since 2016. The onset of the pain was gradual and occurred with everyday activities. The pain was located across their lower back and radiated into their bilateral hips and legs. The patient also experienced bilateral knee and hip weakness. The radiating pain into their legs was intermittent. As of (B)(6) 2021, the patient presented with continued lower back pain, hip pain, leg pain, shooting pain in their left leg, swelling in both legs and feet, and muscle spasms in their legs. The pain was rated as 8/10. The symptoms were occurring constantly, however the severity would fluctuate with activity. The pain was described as soreness, throbbing, and pressure, and the symptoms were increasing. The patient stated the pump had not provided relief since it was installed. To note, per the medical chart provided, it was unclear which pump was implanted at this time. Per device registration, the patient has only had one pump implanted (B)(6) since (B)(6) 2019. The pain was made worse by prolonged sitting or standing and walking and was relieved by medication. The patients pump has had the effect of minimally affecting their pain. As of (B)(6) 2021, the patient had last been seen on (B)(6) 2021. The patient complained of pain in their lower left abdomen where their pump was placed. Upon examination, the pump was protruding, and the outer edge of the pump could be palpated. Additionally, the pump was easily maneuverable and causing the patient significant pain. The patient reported difficulty sleeping and felt the pump was not currently controlling their pain which may have been likely to a kink in the tubing. The patient would be scheduled for a procedure to relocate the pump to their left outer flank. A tentative date was set for (B)(6) 2021, pending approval. The patient was being managed with oral medication as needed for breakthrough pain.